Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes section d9: returned to manufacturer on: may 2, 2023 section h3: device evaluated by manufacturer: yes device evaluation: the complaint handpiece was received. Visual inspection under magnification revealed that the complaint handpiece was received with the plunger rod fully extended. The cartridge neck and cartridge tip could be observed to be cracked. The handpiece was disassembled and the assembly was inspected, no issues that could cause or contribute to the complaint issue were identified. The complaint issue "cartridge tip cracked/ damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the investigation, no malfunction or product deficiency was identified. Please note that the information reported in sections d2 (common device name), h.6 (health effect -clinical code and medical device problem code) and section g.1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation of an intraocular lens (iol) into a patient¿s fist eye, the bevel appeared misshapen, cartridge tip was deformed/cracked; however, the surgeon was able to successfully deliver/implant the lens without incident. There was contact with patient¿s eye. No further attention was needed, no delay reported, no sutures required, and it was confirmed that the directions were followed. There was no patient injury, no impairment and the issue did not affect patient¿s daily activities. The lens remains implanted. No further information was provided.

Manufacturer narrative:
The intraocular lens (iol) was not returned for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.